Event description:
Medtronic received a report that a pipeline became stuck during delivery in the distal section of the phenom 27 catheter and the patient experienced vascular rupture with bleeding. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the left posterior communicating artery with a max diameter of 6mm and a 4mm neck diameter. The landing zone was 4.5mm distally and 4.7mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the femoral artery with 9mm diameter. Dapt (dual antiplatelet treatment) was administered and the pru level was normal. The angiographic result post procedure showed the patient had vascular bleeding. It was reported that the patient had a left posterior communicating artery aneurysm with concomitant vessel stenosis proximal to the aneurysm. The operator first performed balloon pre-dilation at the stenotic segment, after which the stenotic segment had a significant improvement. The patient¿s vasculature was tortuous, with a type iii aortic arch and a type IV cavernous sinus, and a right-angle bend at the straight segment of the cavernous sinus. The operator advanced the intermediate catheter up to the cavernous segment near the straight segment, advanced the phenom 27 microcatheter to the m3 segment of the middle cerebral artery, and after adequate hydration, the stent was delivered. However, large resistance was felt during stent delivery. When the tip end of the stent advanced to the ophthalmic artery bend, further advancement of the stent became difficult. The operator therefore used knob-controlled assisted advancement and adjusted the tension of the microcatheter to deliver the stent to the straight segment of the middle cerebral artery. The operator chose to withdraw the microcatheter and deploy the stent in the straight m1 segment, where the tip end of the stent opened smoothly. The stent was then pulled back to the distal end of the internal carotid artery. After positioning, the operator chose to push the stent to deploy it, but the radiopaque core wire at the tip end of the stent advanced forward while the stent microcatheter did not move. Suspecting stent detachment, the operator retrieved the stent and noted that the tip radiopaque core wire retracted backward while the stent microcatheter still did not move, confirming stent detachment. The entire system was then removed from the patient¿s body. The physician released the load in the system in attempt to resolve the issue, but the issue was not resolved. The distal section of the catheter was kinked. The pushwire was not damaged. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed continuously as indicated in the instructions for use (IFU). Ancillary devices include a deepintec 6f intermediate catheter. 2026-mar-23 e1 (for, rep, hcp): additional information was received that actions/interventions taken to resolve the rupture/bleeding was at the time of the event (2026-03-18), the operator performed balloon occlusion of the vessel and immediately contacted neurosurgery to proceed with craniotomy for further management of the patient. The procedure was subsequently converted to open craniotomy. The cause of the rupture/bleeding was not determined. No causes or contributing factors for the resistance, premature opening, and catheter damage were identified. The pushwire was not rotated at any time during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.